Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025. The patient was in hospital for more than 24 hours.the blood glucose level was high at the time of event and the patient got treated with manual injection other than insulin.the patient current blood glucose value is 165 mg/dl. No further information available.